Event description:
Customer reported an issue with touchscreen responsiveness, but the touchscreen was not cracked or shattered. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Following guidance from technical support, the customer attempted a pump reset, which required charging the pump and reloading the cartridge. Despite resetting the pump, the issue persisted, and technical support decided to replace the pump. The customer reverted to an alternate method of insulin therapy.